Event description:
It was reported that during the surgery the spring at the end of a slap hammer broke while being used. The surgeon was unable to grab items with it. No parts fell into patient. No further information is available.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. The following section was corrected: d4, g1-2. D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. H11 - attempts have been made to gather all product identification information and no further information has been provided. The product involved in the reported event was not returned for investigation; however, one photograph was provided and reviewed which confirms a broken spring. The jaws also exhibit signs of use however nothing further can be gained from the photograph. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h4, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Product was returned and visually assessed. It exhibits signs of use (dings, scratches). Complaint of a broken/fractured spring is confirmed, all pieces were not returned. The instrument has a potential field age of three years. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. As the lot number has been retrieved a further complaint search has been conducted on similar complaints for the reported lot. No similar complaints were identified. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.